Manufacturer narrative:
The device was returned due to a reported infection. The device was received in normal range of operation. The device image was able to be downloaded successfully and no anomalies were noted. Longevity assessment found the device was operating above the elective replacement indicator (eri), within the expected voltage range. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. No other anomalies were found.

Event description:
It was reported that the patient had an infection due to their implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead. The ICD and rv lead were explanted and replaced. The patient's condition was unknown.